Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -15.00/1.00/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2022. The lens was removed and replaced with a shorter length lens within the same surgery due to observation of excessive vault and the problem resolved.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -15.0/+1.0/92 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2022. The patient experienced an excessive vault. The lens was implanted; removed; and replaced with the same model/ power, shorter length and the problem was resolved. Claim#: (B)(4).